Event description:
This report is being submitted for the b30 error.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b5, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation, it¿s probable that foreign matter or liquid adhered to scope connection. A final root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, tac provided a series of trouble-shooting options to resolve the issue. The customer attempted those, but they were unsuccessful. The customer went on to note that trying a different scope worked without any error codes. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that he was getting a b30 and e216 scope communication errors on his olympus evis exera iii video system center. According to the initial reporter, this event took place during an unspecified procedure. Reportedly, the procedure was completed using another scope. There was no patient harm reported as a result of this event.